Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of 370 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump did not deliver insulin as intended. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.